Event description:
It was reported that patient presented into the emergency room after receiving multiple appropriate high voltage therapies for ventricular tachycardia. The device was found to be in back up vvi mode. A device download was successfully performed. Monitoring will continue.